Manufacturer narrative:
The reported issue that the pcu would not turn on, and that the front panel with keypad assembly was replaced to correct the issue could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu reportedly was not in use for treatment or diagnostic purposes when the failure was observed. A review of the device history record showed the device had a manufacture date of 22apr2019 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. The file may be closed based on the above facts. Device was not returned to manufacturing facility.

Event description:
Pcu keypad malfunction. Npr - no product returned. It was reported that the pcu pump had no power to display, and when plugged into ac there was no charging led. The device was repaired and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available.